Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that a pt received a burn to the bowel during a laparoscopic procedure. The injury was not visible during the procedure and was not noticed until a second procedure was performed. The pt is said to have made a full recovery. The site has indicated that the incident device is not returning for evaluation as it has been discarded. No additional details have been made available regarding the device, incident or pt.